Event description:
It was reported that patient underwent a hip replacement surgery on an unknown date. A revision procedure due to unknown reasons was attempted on (B)(6) 2014, but during surgery, the head could not be removed from the taper adaptor. After several attempts, the surgeon decided to stop the surgery and reschedule for a later date after figuring out how to remove the adaptor. No new revision has occured to date and no further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; device manufacture date - unknown;